Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling during a robotic laparoscopic gastrectomy, the jaws of the device lock on tissue and it was opened and removed after several tried. They used another device to complete the case. There was no patient injury.